Manufacturer narrative:
The reported failure "head error" occurred during use. According to the service order (B)(4) dated on 2020-08-10 date of event (B)(6). Patient involved. No patient harm. Unit showed ¿error head¿ message while running treatment. The perfusionist, indicated staff may have disconnected rfd from console while running. Reported onsite on 6 august. Replicated user complaint. Tested console with a known good drive from another hospital owned unit, surfacing same error. Rotaflow drive in question serial number (B)(4) (drive will be handle in complaint (B)(4)) also surfaced same error when tested on a known good console. Sent rotaflow drive to depot for repair under RMA 6932002308. Replaced control board and addressed issue. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported failure "head error" occurred during use and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from the us that head error occurred on the rotafloe console during use. If the device was replaced is requested but still pending. No harm to any person reported. Complaint ID: (B)(4).